Manufacturer narrative:
The correction to the original MDR submitted is as follows: 1. Section b.3: corrected the date of event- (B)(6) 2023.

Event description:
A consumer was using the softpicks and stated the tips are disappearing after use.

Event description:
A consumer was using the softpicks and stated the tips are disappearing after use.